Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of a clearlink system non dehp solution set "fell out" of an exactamix 2000 ml eva tpn bag port. The event occurred during priming; therefore, there was not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from july 28, 2019 - july 30, 2019. The actual sample was received for evaluation. Unaided visual inspection was performed which observed that the spike port cover was removed and the membrane was not sufficiently broken for a secure spike. Functional testing was performed which revealed a dripping from the spike port that was partially spiked. Additional testing was performed by spiking the membrane properly to the spike port and secure connection was observed. The reported problem was verified. The most likely cause of the reported condition was due to improper or incorrect spiking the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.